Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the fiber bonding in the outer tube area (distal end) was damaged identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable root cause of the malfunction image interference and image freeze was due to broken video cable and the most probable root cause of the malfunction the fiber bonding in the outer tube area (distal end) was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had image interference and image freeze. The event had occurred during laparoscopy procedure. The procedure was completed using similar device. There were no reports of patient harm.